Event description:
Patient reported they were recently diagnosed with periodontal disease and was told to stop wearing the aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.